Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine follow-up, the pulse generator exhibited premature elective replacement indicator. No patient symptoms were reported. The device was explanted and replaced.